Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the damaged belt caused or contributed to the patient's passing. The device was able to detect the patient's rhythm until the time of the device shutdown. Device manufacture date: monitor: 06/27/2017, belt: 09/04/2009.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the download data, indicates the patient received two inappropriate treatments in response to af with rvr. Per clinical review of the continuous ECG recording, the patient was in af with rvr at 16:50:24 on (B)(6) 2021. The patient received the first inappropriate treatment at 16:51:34. The patient's rhythm at the time of the treatment was af with rvr at 150 bpm. The patient's post-shock rhythm was af at 120 bpm. The patient received the second inappropriate treatment at 16:52:06. The patient's rhythm at the time of the treatment was af with rvr at 150 bpm. The patient's post-shock rhythm was af at 140 bpm with pvc's. The device was shutdown at 16:56:11 while the patient was in af at 140 bpm. The patient passed away in the hospital on (B)(6) 2021.